Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and in artemis error 32100 was confirmed indicating arm frl was hit because of a hardware IV monitoring error. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where no errors were found and the unit functioned as expected. Tested the distal on a patient site cart (psc) fixture test platform (pftp) where it passed all relevant testing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer encountered an error 32100 at startup and could not recover fault. All 4 universal surgical manipulator (usm) were needed for the case. Customer completed multiple power cycles with no change. The procedure was aborted to another dv system with no reported injury.